Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to insertion section during user handling of the device. It caused an abnormality in image sensor unit and image was not temporarily displayed at the user facility. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera bronchovideoscope had no image when connected to the tower. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the scope had a good image that passed a fog test. The evaluation findings are as follows: the bending section rubber was stretched and pulled up covering the entire objective lens blocking the field of view, the insertion tube was crushed and the ring gauge failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.